Event description:
It was reported the patient lost weight and experiences pain at the anchor site due to bulging of the anchors. Subsequently, surgical intervention was undertaken to explant the anchors. It was reported removing the anchors has provided relief to the patient.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.